Manufacturer narrative:
This is an initial final report. This complaint was received via user report and has been reported to FDA. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The consumer reported issues with 4 freestyle libre 3 sensors (all unknown serial numbers) and have been captured under this submission. This is 1 of 2 MDR report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "the freestyle libre 3 has failed the last 4 sensors I have applied. It reported normal levels the first day and then reported low glucose readings such as 53 when my finger stick was 123". No further information was provided. There was no report of any self or third-party medical treatment reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.